Manufacturer narrative:
Occupation is lay user/patient this event occurred in (B)(6). The test strips were requested for investigation. The test strips were returned and were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges. Returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant %quick results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The % quick result from the meter at 6:56 a.m. Was 26%. The %quick result from the laboratory at 9:30 a.m. Was 44%. The customer's therapeutic range is 2 - 3 inr.